Event description:
This report of an alcl related death was reported by dr (B)(6) to FDA on 06/24/2019. Alcl related death reported in (B)(6). (B)(6) can provide more info. I confirm that a pt affected by bia-al-cl died on last (B)(6) in (B)(6). The disease was diagnosed when the chest wall was already infiltrated by the tumor and a big mass was there in the breast. The breast prosthesis was implanted in 2003 with aesthetic purposes and never replaced.